Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in tube or chamber. The patient also alleged having nasal issue, sinus infection, difficulty in breathing, nausea, lightheadness, headaches and nasal/throat irritation or soreness . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nasal issue, sinus infection, difficulty in breathing, nausea, lightheadness, headaches and nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found the dust/dirt contamination found on the air inlet, iso port, bottom cover, rear panel, motor casing/impellers and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed in ER 2243857. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. No errors were found in the unit's device logs. The manufacturer concludes there was contamination in the airpath. But confirmed tthat there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.